Event description:
An alarm number one, air detected was noted. There was air in the filter within the pump tubing organizer and the pt return line. We immediately clamped the return line so that no air was returned to the pt. Therakos was consulted but they were unable to resolve this problem therefore the treatment was aborted. The dr was notified of the aborted treatment and that the pt was stable.